Event description:
Revision of mitch cup and accolade tmzf stem due to metallosis.

Manufacturer narrative:
Additional information: returned to manufacturer on; device evaluated by mfg. Catalog numbers and lot codes of other devices listed in this report: cat # mac-9988-4854, lot # fm 065571023, description: unknown mitch cup, manufacturer: depuy cat # unknown, lot # fm 07967, description: unknown mitch cup, manufacturer: depuy it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding altr involving an accolade stem, mitch shell, and an unknown mitch head was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. Biological material and explantation damage were observed on the stem. The stem was analyzed under a scanning electron microscope (sem) for further evaluation. Sem analysis damage and debris were observed on the stem trunnion. The damage is potentially due to the implantation and explantation process. Energy-dispersive spectroscopy (eds) analysis was performed at multiple locations on the stem. Elemental constituents of the base alloy included ti-mo-zr-fe, which are consistent with astm f1813 alloy. Elemental constituents included ca-p-ti-mg-na-mo. Ca-p-mg are consistent with biological material. Ti is consistent with the hip stem. The sources of na cannot be determined. Elemental constituents included fe-cr-ti-ni-cu. Fe-cr-ni-cu is consistent 17-4 ph ss, a typical instrument stainless steel. Ti is consistent with the stem.{...} dimensional inspection: not performed as the event is not related to dimensions of the device. Functional inspection: not performed as the event cannot be replicated. Material analysis: {...} damage and biological material was observed on the stem. Eds showed the stem was consistent with astm f1813 alloy, and the debris sources were consistent with biological material and 17-4 ph ss. No material or manufacturing defects were observed on the surfaces examined.{...} -medical records received and evaluation concluded: {...} from the mar it is clear that no device-related factors are involved although the exact failure mode by a possible adverse mix of procedure-related (more likely) and potential patient-related factors (less likely) remains unknown due to lack of adequate information. More information is required to solve this case, especially x-rays post implantation and post event.{...} -device history review: all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information were received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # unknown, lot # unknown, description: unknown mitch cup, manufacturer: depuy it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of mitch cup and accolade tmzf stem due to metallosis.